Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d4 (lot and UDI), d10. Upon activation of the blood leakage alarm indicating a suspected iabp balloon rupture, iabp therapy was immediately discontinued. The affected iabp catheter was promptly removed at 22:00 on may 27th to prevent potential complications. A new iabp cannula was subsequently reinserted at 11:30 on may 28th, and therapy was resumed. The patient was closely monitored, and no adverse effects were observed following reinsertion.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). Due to characterization limit e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the mega 50cc had triggering a blood leakage alarm issue. Catheter rupture could lead to treatment failure and equipment damage. No harm or injury to the patient was reported.